Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) determined that the blue clamp hanging off of the organizer was open. The tsr explained that if there was no bag connected to the clamp, it should always be closed. The tsr had the caregiver (cg) close all the clamps to bags/patient line/transfer set, cycle the power off/on, to the se 2367, cycle the power off/on, press go to start, load the set and remove the cassette. The tsr advised the cg to dispose of the current supplies attached and either continue with all new supplies or manual bags. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.